Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for occipital neuralgia reported for the past week they had gradually been in constant pain in their left arm. On june 27, 2016 the consumer reported seeing the elective replacement indicator (eri) on their patient programmer (pp); there was no allegation or dissatisfaction with the batteries longevity. There were no traumas or falls associated with this event. An appointment was scheduled with the healthcare provider (hcp) for (B)(6) 2016 where a manufacturer's representative (rep) was going to be present. (B)(4): additional information received from the consumer reported their pain was not resolved due to bypassing the elective replacement indicator. Instead the manufacturer's representative (rep) did relieve the pain by reprogramming stimulation, but the pain and numbness returned after two to three days, and the consumer's arm was still weak. The healthcare provider (hcp) then requested an additional CT arthrogram and x-rays of the left shoulder to rule out soft tissue damage. According to the consumer it was unclear what was going to be done to resolve the pain, but the battery was scheduled to be replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.